Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, the patient died suddenly due to asphyxia. The right ventricular (rv), left ventricular (lv), and right atrial (ra) leads were removed from the patient and were planned to be returned for analysis. Additional information was provided, indicating the patient had no significant medical history attributable to the death, and that the patient was suffocated by vomit during the procedure. There were no allegations against the leads or that use of the leads contributed to the patient's death.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet was successfully inserted into the lead, indicating no blockage within the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the patient's death.

Event description:
It was reported that during the implant procedure, the patient died suddenly due to asphyxia. The right ventricular (rv), left ventricular (lv), and right atrial (ra) leads were removed from the patient and were planned to be returned for analysis. Additional information was provided, indicating the patient had no significant medical history attributable to the death, and that the patient was suffocated by vomit during the procedure. There were no allegations against the leads or that use of the leads contributed to the patient's death.